Manufacturer narrative:
Corrections: d4-batch lot # corrected from 25207055 to 25300915. D4-expration date corrected from 02/03/2022 to 02/16/2022. D4-unique identifier (UDI) #: corrected from (B)(4). H4- device manufacture date corrected from 02/04/2020 to 02/17/2020.

Event description:
It was reported that stent damage occurred. The 80% stenosed, 28mm in length target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 2.25 x 28 synergy drug-eluting stent as advanced for treatment. However, it was noted that the device could not cross the lesion and the stent struts were lifted. The procedure was completed with another of the same device. There were no patient complications reported and that the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a synergy ous mr 2.25 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 80% stenosed, 28mm in length target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 2.25 x 28 synergy drug-eluting stent as advanced for treatment. However, it was noted that the device could not cross the lesion and the stent struts were lifted. The procedure was completed with another of the same device. There were no patient complications reported and that the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 80% stenosed, 28mm in length target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 2.25 x 28 synergy drug-eluting stent as advanced for treatment. However, it was noted that the device could not cross the lesion and the stent struts were lifted. The procedure was completed with another of the same device. There were no patient complications reported and that the patient's status was stable.